Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable components are product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has had problems with incontinence and was looking for instructions on how to turn their stimulation back on. Patient reported that their patient programmer would not power on even after changing the batteries. Patient replaced the batteries again and was finally able to successfully sync with the ins and get stimulation turned back on. Patient had stimulation at 2.0v and stated they could now feel it. Patient mentioned that they've had issues on and off with the patient programmer and that they have not had a 50% reduction in their symptoms. Patient medical history included being put back on miradetrix, and having a double mastectomy in (B)(6) 2016. No further complications were reported.